Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle, but the type of the material could not be identified. There was no deformation at the section of the device with the foreign material remained. It was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). A definitive root cause of the foreign material remaining was unable to be specified. The suggested event is detectable and preventable by handling device in accordance with the following IFU: instructions for evis lucera gif/cf/pcf type 260 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3, ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.